Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause for the reported leak could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a mitraclip procedure was being performed to treat degenerative mitral regurgitation (mr) with a grade of 4 with a prolapsed posterior leaflet. After the first clip was deployed, and upon removal of the delivery system it was noted by the physician that they were aspirating an unusual amount of air from the steerable guide catheter (sgc). It was decided to exchange the sgc with a new sgc. The procedure was completed with two clips implanted reducing mr to grade 1 and there were no ill effects to the patient.